Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure and became paralyzed. No add'l info was reported.

Manufacturer narrative:
Method; device not returned; f/u with company rep.